Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the right coronary artery was predilated with a 2.0x12mm maverick balloon inflated to 14 atm's. The physician inserted the 2.75x16mm taxus liberte' drug eluting stent, but experienced difficulty advancing it to the target area. There was resistance when trying to remove the stent and it caught on the tip of the guide damaging the proximal struts. The damaged stent was removed and exchanged for another taxus liberte' stent. The physician still encountered some difficulty trying to reach the lesion, but was able to complete the procedure with this stent. No patient complications were reported. Patient status is satisfactyory.